Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the down arrow button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. Unable to verify the battery out limit alarm due to the unresponsive button. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 118 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that he tried to clear the button error alarm by reinstalling the battery from the insulin pump but instead got a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.